Event description:
Two level tlif procedure. During the disc compression, a 14mm shaver was placed into the pt's disc space. The impactor was used to turn the shaver, at which time the head of the shaver broke. Approx 30 minutes were spent retrieving shaver head. The black bar normally used to leverage the shaver was dropped and unsterile at the time of decompression.

Manufacturer narrative:
On (B)(4) 2010, emailed (B)(6) (distributor rep), requesting details of the surgery as well as the return for the instrument for eval. On (B)(4) 2010, talked with the distributor. He stated that the pt had sclerotic bone. Also that the surgeon used an graft impactor to lever the shaver rather than the cheater bar in the set, which would provide much greater leverage due to the relative length of the impactor (11" overall) vs. The cheater bar (5" overall). The scraper broke off at the "y" that forms the back of the scraper tip. The tip was discarded in the operating room by hospital personnel, but the distributor still has the rest of the instrument and will return it. Once the scraper tip was removed, the surgeon ended up going with a 12mm implant and used the appropriate scraper to prep the end plates for it. There was no harm to the pt.